Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's parent reported that on (B)(6) 2023, the patient had seizure. The cgm was reading 75 mg/dl and the blood glucose reading was 32 mg/dl. The parent treated the patient with glucose tablets and the patient recovered after treatment. At the time of the call, the patient was fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.